Event description:
It was reported that cartridge alarm 30 occurred on multiple dates. No information was provided regarding impact to customer¿s blood glucose level. Customer attempted to continue using pump and planned to use backup therapy if needed, and clinical support recommended and arranged pump replacement, instructed customer to place pump in storage mode, and provided directions for returning pump and information about shipment.